Event description:
After approximately 5 minutes in the left atrium with the cryoablation catheter and mapping catheter, the physician noted that the heart border was not contracting normally. Ice image revealed a pericardial effusion. Catheters were removed from the left atrium. The physician did a pericardiocentesis and drained a moderate amount of bright red blood. Patient remained stable throughout and was transferred to ICU for observation. The cryoablation procedure was aborted. This report is for device 2 of 2.

Manufacturer narrative:
Visual inspection of the mapping catheter showed that the shaft and service loop were intact with no apparent issues. The mapping catheter passed the inspection as per specification. This report will be recorded and trended.